Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 478mg/dl. Customer also reported that insulin pump alarmed no delivery during bolus or fixed prime but further customer states that insulin was exited as set was occluded. Infusion set will be return for analysis.